Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available evidence was reviewed. Based on the photo evidence provided, complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a revision to treat pain and instability secondary to a fractured ceramic head, a worn and chipped ceramic liner, and a stem loosened at the implant to bone interface. Head fracture revised, ceramic liner also damaged. Corail extraction device damaged upon extraction, snapped in the stem. There was a surgical delay while the surgeon located all of the pieces of the femoral head. No additional information was provided. Doi: unknown; dor: (B)(6) 2021; affected side: right hip.